Manufacturer narrative:
Physio-control evaluated the customers device and was unable to verify the reported issue. After unrelated repairs were completed and proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up while in use. Additionally, the printing light was illuminated and the keyboard lost power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device locked up while in use. Additionally, the printing light was illuminated and the keyboard lost power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.